Event description:
Pt had a routine vitrectomy for vitreous hemorrhage. After the blood was removed it was apparent that the service of his hemorrhage was a retinal tear in the right eye. The cryo probe machine would not function and could not permit an adequate freeze. Four probes use (tested). All failed to work. As a result the pt's retina detached. Pt. Had placement of a scleral buckle and an intraocular gas bubble. Pt returned 12/18/99 for revision mechanical pais plana vitrectomy. Right pais plana lensectomy right eye. Lysis of posterior synechia, od, pysil stretching with iris reltactoes od. Posterior chamber 10l implantation right eye. Orcunid choroedal effusions, laser indirect opthalmoscope fariretinal & surgical posterior capsulotomy.